Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the lens the doctor noticed a hairline crack in the lens. This lens was then explanted and a new dib00 was implanted. Patient is doing well. Through follow-up we learned that the incident took place on the (B)(6) 2021 and that no serial number details could be provided. The removed lens was discarded. No additional information was provided.